Event description:
Dealer stated that the bearing inside the hub on an unknown manual wheelchair has broke.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. The malfunction has not been confirmed.